Event description:
It was observed that during the device evaluation, the subject device curved rubber adhesive was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A product technology survey (pti) process based on findings and past findings suggests that a probable cause of some stress, such as damage or deterioration of a part, is reasonably known from the information. The most likely cause of this compliant is not a design or manufacturing problem, but a predicted or random part failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
New information received. H4 field updated.

Event description:
It was observed that during the device evaluation, the subject device curved rubber adhesive was missing. There was no patient involvement.